Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for low pacing impedance. As well, the lead had diminished sensing, and rising thresholds. The lead is still in use. No patient complications have been reported as a result of this event.